Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the lead incision site. The wound was packed with silver and the patient was prescribed oral antibiotics. There have been no further reports of complications..